Event description:
It was reported by the customer's father that the customer's blood glucose rose to 427 mg/dl after eating donuts. The father reported that the customer corrected the high with a bolus and that the blood glucose had fallen to 80 mg/dl. The customer's father declined to troubleshoot the high.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.